Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that the faradrive steerable sheath clear exhibited visible micro-bubbles. Prior to a procedure, after inserting the catheter into the sheath, the physician aspirated the sheath, and micro-bubbles were observed from the hemostasis valve. Subsequently, the sheath was replaced and not used for the procedure. The procedure was completed and there were no patient complications. The sheath was returned for analysis. It was further reported that the irrigation pump was stopped when the physician aspirated the sheath, and air was seen on the transparent tubing of the purge line.

Event description:
It was reported that the faradrive steerable sheath clear exhibited visible micro-bubbles. Prior to a procedure, after inserting the catheter into the sheath, the physician aspirated the sheath, and micro-bubbles were observed from the hemostasis valve. Subsequently, the sheath was replaced and not used for the procedure. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported that the irrigation pump was stopped when the physician aspirated the sheath, and air was seen on the transparent tubing of the purge line.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.